Event description:
The device was returned to the service center with a report from the customer contact of a 14/002/000 service alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service center corrosion from battery leakage was noted on the positive battery contact, in the battery compartment, and on the middle printed circuit board of the device.

Manufacturer narrative:
During testing, corrosion was noted on the battery contact j108, battery contact j104, top printed circuit board, middle printed circuit board, bottom printed circuit board, motor, air sensor, proximal sensor, distal sensor, top cap, metal case, lcd, and keypad. The cause of the corrosion was leakage from the disposable aa batteries. The customer contact's reported 14/002/000 error code was duplicated during testing. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.